Event description:
The customer reported that they loaded wash solution bottles with the incorrect wash solutions on the ortho provue analyzer.

Manufacturer narrative:
The customer reported that they loaded wash solution bottles with the incorrect wash solutions on the ortho provue analyzer. Erroneous results or discrepancies were not identified as a result of this incident. However, product labeling indicates that use of the incorrect wash solution can lead to carryover and possible erroneous results. If this incident were to recur undetected, erroneous results could be reported. Product labeling clearly demonstrates the proper method with which to load the wash solution. The wash solutions are color coded in order to reduce the chance of incorrect administration. Provue malfunction was not identified. Repairs were not required to return the analyzer to expected operation. Incident occurred as a result of user error.